Event description:
It was reported that the patient presented for an implant procedure. During positioning, it was noted that right ventricular lead failed to capture and exhibited high pacing impedance. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events of capturing problem and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Visual examination found the helix was partially extended and clogged with blood/tissue. X-ray examination found the helix tip was bent due to procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.